Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned locking screw could be confirmed based on the catalog number and lot number marked. The returned screw has broken into two parts. The distal fragment has not been returned. The surface of the breakage gives indication of a rapid progression fatigue fracture. The fracture is most likely a result from severe and continuous bending load, confirmed by the deformation of the screw threads. It was not possible to determine the exact cause of the breakage. More detailed information, such as patient's medical records as well as x-ray images would have been necessary for a complete investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "approximately 6 weeks after implantation, the gamma3 nail broke. Patient required revision surgery."